Event description:
The customer reported that a pt death occurred and that alarms were not generated.

Manufacturer narrative:
A pt death occurred. The hospital has indicated that the pt was discovered dead when a nurse walked into the pt's room, indicating that staff were not otherwise aware of the pt's condition. The hospital has classified the incident as a "sentinel event". Therefore, we will consider that use of the device and staff not being immediately aware of the condition of the pt were factors. Preliminary investigation shows that dozens of alarms for this pt were being generated through the central station and alarm info was also sent to a nurse's pager. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.